Event description:
Following a routine coronary angiogram, a 6f angio-seal sts plus device was used to seal the right common femoral artery arteriotomy site. Within twenty-four hours the patient complained of calf pain. A femoral angiogram confirmed a 75f% stenosis in the right common femoral artery which appeared to be from the angio-seal anchor. A 20mm smart stent was deployed and blood flow was re-established and reportedly the patient was asymptomatic